Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 275cc mentor siltex round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade ii-iii capsular contracture of the breasts and suspected implant deflations, bilaterally, by a medical professional. As a result, the patient underwent bilateral removal and replacement with 375cc mentor memorygel boost breast implants on (B)(6) 2024. This report is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, suspected deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 22, 2024, the mentor analysis lab received the suspect medical device for evaluation. Paperwork received with the device indicated only the left implant as possibly deflated. This report is for the left breast prosthesis. On october 23, 2024, mentor was informed at the patient only experienced a left deflated implant and right breast capsular contracture. As this report is for the left side, capsular contracture is no longer applicable to this file. On november 11, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, leak testing, and microscopic examination of the device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant device. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the posterior view, measuring approximately 0.1 cm. In addition, no other leak sites were detected during the analysis. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).